Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 447 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm and insulin exited. The customer was treated with bolus. Customer declined trouble shoot for high blood glucose. The customer stated that after the troubleshooting the insulin was exited. Customer is unable to remove set at this time to test site portion of infusion set. The customer advised to go to the emergency room to address her high blood glucose but customer decline and said that she don't want to go to the hospital. The customer advised to call her doctor to see what is the best thing to do at this moment. The device will not be returned for analysis.